Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("the other implant has drifted in myometrium, it was in the uterus") and uterine infection ("uterine infection after iud insertion, it was noted that a hormonal intrauterine system was not suitable for her") in a (B)(6) female patient who had essure (batch no. 678817) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulli gravida. No underlying diseases, no medications nor operations. Concomitant products included intrauterine contraceptive device (iud nos) for contraception. In 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion ("expulsion of one implant during menstruation"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, uterine infection (seriousness criterion medically significant) with pyrexia, back pain ("strong lower back pains"), bladder discomfort ("pressure feeling in urinary bladder"), pain ("pain radiated to front femurs"), constipation ("constipation caused by strong painkillers"), complication of device removal ("device removal failed because it was partly inside the myometrium") and breast pain ("breasts were sore"). The patient was treated with analgesics and surgery (laparoscopic removal attempt). At the time of the report, the embedded device, uterine infection, device expulsion, back pain, bladder discomfort, constipation and breast pain outcome was unknown. The reporter provided no causality assessment for constipation and uterine infection with essure. The reporter considered back pain, bladder discomfort, breast pain, complication of device removal, device expulsion, embedded device and pain to be related to essure. The reporter commented: physician doubted a bit if the other implant was inserted well, but afterwards at follow-up visit both implants were in situ. Last menstruation started on (B)(6) 2015 and on (B)(6) 2015 the implant expelled with menstrual bleeding. Consumer wondered if the other one was still in situ. Reporter's column was published, it included new information: essure was inserted 5 years before. Last year was the worst struggle of her life: pain, problems caused by medications, getting for help. An appointment with a doctor due to strong lower back and abdominal pains. Pain radiated to front femurs and she had pressure feeling in urinary bladder. Moreover her breasts were so sore that she could not sleep without sports bra. Examinations did not detect reason for symptoms, they were deduced to be caused by her back (image was taken from the back, method not mentioned). She got strong pain killers that caused constipation. She was on sick leave several times. In (B)(6) 2015, she noticed that one implant came out during menstruation. Gynecologist stated to her based on x-ray taken in spring 2014 that an implant was in uterus. The consumer requested a new x-ray because she was worried about if part of implant might still be inside her. X-ray was not performed despite "of" her request. Since contraceptive effect was not reliable any more, hormonal intrauterine system was inserted even if she doubted. She had to return to hospital after days because of fever. She got uterine infection, they noted that intrauterine system was not suitable for her. She was very sick for many days. In (B)(6) 2015, she was operated for to remove the other implant and perform a laparoscopic sterilization. After operation the consumer read from hospital records that implant could not be removed being partly inside myometrium. Next step would be hysterectomy. Consumer did not say essure was not suitable for anybody. She only wanted to remind by her story that symptoms might be very tough for those who had them. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2014: one implant in uterus. Unspecified date, unspecified examination: both implants were in situ. Examinations (unspecified) by general practitioner, occupational health physician, internal medicine specialist, gynecologist : reason for symptoms not found. Symptoms were deduced to be caused by her back (image (unspecified) was taken from the back). Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. A photograph of the device was sent to us, and based on the photograph, there is no indication of a quality issue with the device. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the referred batch. No batch signal could be identified. The batch documentation of the referred batch was reviewed. No complaint sample was provided for technical investigation. However, a photograph of the device was sent to the rqu (responsible quality unit) and evaluated. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 2-nov-2018: due to internal review it was detected that report ((B)(4)) was a duplicate (follow up) to this earlier case report ((B)(4)) to which all information was transferred. Duplicate record number (B)(4) will be deleted. New information from the duplicate: comment added: the reporter's column has been published and it included further information. New events added (previously only device expulsion reported, all other events are new), case upgraded to incident case. Also new: reporter causality assessment. Indication for essure: sterilization. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.